Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pacing impedance measurements. Additionally, inappropriate atrial tachy response (atr) episodes had been stored due to oversensed noise. There were no adverse patient effects reported related to the clinical observations.

Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pacing impedance measurements. Additionally, inappropriate atrial tachy response (atr) episodes had been stored due to oversensed noise. There were no adverse patient effects reported related to the clinical observations.

Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pacing impedance measurements. Additionally, inappropriate atrial tachy response (atr) episodes had been stored due to oversensed noise. There were no adverse patient effects reported related to the clinical observations. Additional information was received indicating this lead was later explanted and replaced. It was suspected the lead had fractured. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection and dried blood was present in the lumen. Found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. A laboratory technician tested the helix mechanism and found it was nonfunctional, replicating the clinical observation. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. The identified break contributed to the reported clinical observations. It is important to note that if lead measurements were within normal ranges while implanted, this indicates the identified break may have occurred during helix extension/retraction at the time the lead was explanted. An extracting stylet was returned stuck in the tip section of the lead. Also noted a stretched-out helix..

Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pacing impedance measurements. Additionally, inappropriate atrial tachy response (atr) episodes had been stored due to oversensed noise. There were no adverse patient effects reported related to the clinical observations. Additional information was received indicating this lead was later explanted and replaced. It was suspected the lead had fractured. The lead has been returned for analysis. No additional adverse patient effects were reported.